Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blistery rash and open sores on her back and stomach under the therapy electrode pads. The patient removed the lifevest and was advised by her cardiologist to wash her clothes. The patient reported applying cortisone cream and that the irritation was looking better.